Event description:
The customer reported that the unit displayed a system failure message. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the power suplly. The unit was tested to factory specification. It functioned normally and was returned to the customer on 1/13/98.